Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient had reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during peritoneal dialysis therapy. The hp had disconnected the heater bag and supply bag, and then reconnected the supply bag to the heater line. The hp was connected at the time of the event. Proper procedures were reviewed with the customer. The technical service representative (tsr) explained that the hp could not continue with therapy as the set-up had been compromised. The tsr assisted the hp in ending therapy, disconnecting the proper aseptic way, and opening the homechoice door to remove the cassette. The hp indicated they would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.